Event description:
It was reported to philips that there was wired footswitch was not working. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure, and the procedure was completed by using the wireless footswitch. The philips remote service engineer (rse) inspected the system remotely and confirmed that the wired foot pedal was not working. To resolve the issue, the customer replaced the defective wired footswitch. The defective wired footswitch was returned to philips for failure analysis and the cause of the wired footswitch failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the wired footswitch by the customer has resolved the reported issue and restored the functionality of the system. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.